Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). Additional info from the device investigation completed on 05/21/2015 determined that a device malfunction caused the astral to fail its internal self-test. The investigation determined that the returned device had a broken non-return valve (nrv). This issue would not allow the device to complete its internal self-test in any valve configuration. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).